Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection.

Event description:
New information notes that the patient condition was stable before, during, and after. Device was removed due to patient having an infection not device related. Device and leads will not be returned for evaluation.